Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display lens was noted to be scratched and the text in the display screen is dim, faded and discolored making it difficult to read.

Manufacturer narrative:
(B)(6). Submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on examination, the display lens was noted to be scratched. On investigation, the text that appeared on the display was dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly.